Event description:
It was reported that a split in the proximal femur was noted on a post-operative x-ray. Add'l surgery with cerclage wire was subsequently required for internal fixation of the fracture.